Event description:
It was reported that during deployment of a vascular stent in the sfa, the deployment lever would not slide back. The stent was then able to be completely deployed with the thumbwheel. Post deployment images demonstrated a foreshortened stent. Another stent was placed to cover the proximal portion of the lesion. There was no report of injury to the pt.

Manufacturer narrative:
A mfg review was conducted and there was nothing found to indicate that there was a mfg-related cause for this reported event. The lot met all release criteria. As the delivery system was not returned, the reported deployment issues could not be evaluated. No images were provided to verify the reported stent foreshortening. Potential factors that could have led or contributed to the event reported have been considered. The reported deployment issue as well as the foreshortening of the stent may be related to unintended movement of the delivery system during deployment. Also, excessive compression of the outer catheter during deployment may cause an inaccurate or difficult release of the stent. The reported issue may also be related to difficult pt anatomy, like tortuous or calcified vessels. In this case, no details were provided to verify these potential factors. Based on the info available, a definitive root cause for the reported complaint could not be determined. The instructions for use (IFU) states: "while maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum." And "while maintaining a fixed handle position, slide the deployment slide from the distal to proximal end of the handle." The IFU also states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system, if possible, and replace with a new unit." Based on the info available, if could not be determined if the customer followed the IFU.